Event description:
It was reported that the patient experienced a shocking or jolting sensation. There were times when stimulation was off but it felt like it was on. For about an hour after the patient turned stimulation off, she felt stimulation which hurt her legs and feet and she couldn't keep them still. This was described as a shocking sensation. The reporter also stated that the implantable neurostimulator (ins) made a "buzzing" sound which lasted 20-30 seconds. This was reported to have happened 3 times; the first on (B)(6) 2012 and the third, bed time the following day. There was no uncomfortable stimulation during the "buzzing" sound. The reporter stated that the patient saw her healthcare provider (hcp) on (B)(6) 2012 and had an appointment in 3 months with a medtronic representative to have the device checked. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received and it was unclear if the patient still had concerns with her device/therapy or if she had sought help with regards to her concerns. It was indicated that the patient did not have concerns with her device or therapy. After the patient turned her device off at night, sometimes her nerve or muscle hurt. It was also noted that the patient received assistance from her healthcare provider (hcp) or medtronic representative and her concerns were resolved. It was further indicated that the patient was still having concerns regarding her device or therapy but was working with her hcp or medtronic representative. An appointment was scheduled for (B)(6) 2013. Additionally, it was noted that the patient still had concerns with her device or therapy but had not sought further help. If additional information become available, a follow-up report will be sent.